Event description:
It was reported that a patient presented with myopotentials over-sensing noted on the patient right ventricular lead. Corrective programming changes were made. No adverse patient consequences were reported.